Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photo review: provided photos show an implanted iol. There appears to be a dark line/mark/crack over the optic of the lens. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after iol implantation, the surgeon observed damage to the lens optics. The surgeon initially tried to wash out the masses, thinking that it was viscoelastic. However, after washing, realized that the problem was in the iol optics itself. Additional information has been requested.